Event description:
It was reported that a minimum fill notification occurred with multiple cartridges after the user filled the cartridge with 300 units of insulin during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. After troubleshooting with tandem technical support the customer was able to successfully load a new cartridge with 290 units of insulin to resolve the issue.